Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial distal portion of the lead was returned in one piece measuring 54.0 cm. External insulation abrasion breaching the ring electrode/right ventricular cable lumen were noted at 32.0 cm to 33.0 cm and 39.0 cm to 40.5 cm from distal tip consistent with friction to the device can. Externalized conductors due to internal insulation abrasion breaching non-functional cable lumen were noted at 7.5cm to 11.5 cm and breaching the ring electrode/right ventricular cable lumen at 10.0 cm¿to 12.0 cm from distal tip. The etfe cable coating was intact in these locations.

Event description:
This report is to advise of an event observed during analysis.